Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained 3 sets of electrode pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to a zoll approved service provider for evaluation. The device performed to specification. A review of the device log indicates the customer was not in the correct lead view. The user had the device in 12-lead view instead of pads view. Had the user switched to pads view by toggling the button on the upper left corner of the screen or pressing any defib-related button, the device would have automatically changed from leads to pads view and an ECG signal would have been obtained. The device was put through extensive functional testing without duplicating a malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.